Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing on the atrial channel due to bi-v pacing was observed. It appears that oversensing has been observed in the past, because the atrial sensitivity was set to 1 mv. The bi-v pacing outputs are already set fairly low. Increasing post-ventricular atrial blanking period was performed. The patient has not experienced any symptoms. Device remains implanted.

Event description:
New information notes that the patient presented to the hospital due to illness. Patient was asymptomatic. The patient's condition before, during, and after the procedure was normal. Reprogramming resolved the far field oversensing. The patient did not have atrial arrhythmias.